Event description:
On (B)(6) 2026, as part of the boombox post-market clinical study, a 65-year-old male patient with metastatic pancreatic adenocarcinoma underwent histotripsy treatment to four liver lesions located in segments ii, iii, vi, and vii, for a total planned treatment volume (ptv) of approximately 102.5 cc. The clinical study site received post-mortem notification through the emr noting that the patient passed away at home on (B)(6). The death notification documented that the patient had a 15-month history of metastatic pancreatic cancer and passed away at home with family present. Per the treating physician, the patient was in a clinically difficult situation with progressive malignancy and possible chronic liver failure. The physician noted that the patient's death may have been caused by progression of disease and/or underlying liver disease. However, because the death occurred within 30 days of the intervention, the physician was unable to definitively attribute the death solely to the patient's chronic disease or to the intervention. Therefore, the event was assessed as "possibly related" to the histotripsy treatment procedure and "possibly related" to the histosonics histotripsy device.

Manufacturer narrative:
No device malfunctions or other noteworthy events were reported to have occurred during the histotripsy procedure. Histosonics is submitting this report because the death occurred within 30 days of treatment and the treating physician's assessment of the event being "possibly related" to the histotripsy procedure and device.